Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, for gen.2 on a cobas 8000 ise module and with crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. The initial values were reported outside of the laboratory. This medwatch will apply to the cobas 8000 ise module. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the c 702 analyzer. The sample initially resulted in a creatinine value of 68 umol/l and repeated as 90 umol/l. The sample initially resulted in a na value of 108 mmol/l and repeated as 137 mmol/l. The sample initially resulted in a k value of 3.5 mmol/l and repeated as 4.4 mmol/l. The na and k electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation determined the issue is consistent with incorrect pre-analytic sample handling leading to poor sample quality.